Event description:
It was reported that during revision, the breakage of offset connector on right side iliac was found.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was inspected and its fracture surfaces exhibited beach marks, which are consistent with fatigue fracture. Furthermore, the device was confirmed to have been implanted for over 2 years. No relevant manufacturing issues were identified during review of the manufacturing records. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that during revision, the breakage of offset connector on right side iliac was found.